Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a high troponin t hs stat (tnths) result for 1 patient tested on a cobas 6000 e601 module. From sample a the initial tnths result was 217.2 pg/ml with a repeat result of 10.41 pg/ml. From sample b the initial tnths result was about 10 pg/ml with a repeat result of about 10 pg/ml. The customer provided an additional tnths result of 11.36 pg/ml from the same patient but it was not clear which sample the result was from. The initial tnths results for both samples were reported outside of the laboratory but due to the discrepancy in the results, the initial results were questioned. The repeat results were deemed to be correct. There was no allegation of an adverse event. The tnths reagent lot was 345852 with an expiration date of 31-dec-2019. Based on the qc data there was no indication of a performance issue with either the reagent or the instrument. The analyzer alarm history contained no conspicuous events. The field engineering specialist exchanged the liquid level detection sample probe board. He adjusted the sample probe. The investigation did not identify a product problem. The cause of the event could not be determined.